Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm tenaculum forceps instrument had broken wires at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis and it did not exhibit any damage or wear marks. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Failure analysis found the secondary failure of the frayed grip cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a frayed grip cable at the distal end and the frayed cable strands stuck out at the wrist. The root cause of the fayed - distal instrument grip cables is attributed to a component failure. An additional observation not reported by the site was also identified. The tenaculum forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.040¿ - 0.508" in length and were not aligned with the tube axis. The root cause of this failure was attributed to user mishandling/misuse. A review of the instrument log for the tenaculum forceps (470207-10/n102108020053) associated with this event has been performed. Per logs, the tenaculum forceps was last used during a hysterectomy- benign performed in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. In addition, the scratch marks with light material removed from the main tube could potentially result in fragments falling inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.